Manufacturer narrative:
(B)(4) date sent: 3/31/2016 concomitant medical products: information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk additional information was requested and the following was obtained: what were the indications for surgery? High rectal cancer ct3nomo, fifteen (15) cm above the anus did the patient receive any chemotherapy or radiation prior to the surgery? No neo-adjuvant therapy was performed was the transection taken in one or multiple firings? Just one firing please clarify what ¿air from the small pelvis¿ means? If this means a leak in the anastomosis, was there a leak test done in the original procedure? Yes, leak test was negative were there any staple formation issues in the original procedure? No problems were detected in second procedure were there any staples present or could the formation of the staples be identified? Yes, the defect in the staples line was clearly identified did the patient receive a colostomy? If so, was it temporary or permanent? Temporally transversostomy was performed what is the current patient status? Now the patient is recovering after one additional surgery for abdominal sanitation due to peritonitis could you please clarify if the staples were malformed in the second procedure? If so, could you describe the shape of the staples? The staples were formed correctly.

Event description:
It was reported that after a low anterior resection procedure, (there was the second day) there was the air from small pelvis. On the (B)(6) there was relaparotomy plus sanitation and drainage of the abdominal cavity. The defect diameter of about 5 mm in the area of the rectum stump has been detected. The patient has been discharged. One device was discarded.